Event description:
It was reported that when booting the 2800 system has all green lights but no boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive, reloaded the calibration files and reformatted the cine drive. The system was tested and found to be working as intended and placed back into service.